Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was not dosing properly because the patient used two to three times as much insulin as they normally require. The reporter noted that the patient had experienced a lot of elevated blood glucose (bg) levels, but did not provide bg values and did not mention any signs or symptoms of hyperglycemia. Troubleshooting could not be completed at the time of initial contact. The reported bg excursions do not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump was not delivering insulin as expected.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or the download history. The pump passed flow accuracy testing and was found to be delivering within required specifications. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.